Event description:
Pt was on vision bipap continuously with brief periods off bipap. "Check vent" light came on and rcp checked everything and it appeared to be working fine. Determination made to change out machine. As pt coming off, the red "in-op" light came on. Throughout this time, there was no adverse outcome to the pt. The machine was pulled from svc and the svc rep was contacted. The rep replaced the display board and upgraded the software. The ventilator was tested and verfified that it was still functioning properly.